Event description:
It was reported that t1 and t2 deploy together. A backup device was used to complete the surgery. No patient injury reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product.